Event description:
It was reported that pump displayed malfunction code 24 that could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump shipment, confirmed warranty and shipping details, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.